Event description:
The customer reported that during an infusion set change, the bottom of the reservoir dropped out, and the insulin was lost and spilled out. No further information was provided. No further information was provided.

Manufacturer narrative:
Inspected one opened used reservoir and performed visual inspection and found dislodge plunger/stopper-plunger and o-rings from the reservoir's body.